Event description:
It was reported that, during an office follow-up, the programmer had a red warning screen indicating the device had a patient data alert. Technical services reviewed the device downloaded data. The data confirms a benign memory bit-flip that occurred in the ram of the patient data buffer. The error was corrected by the device. The patient had a CT scan last september. Technical services advised that the original implant date will be permanently lost and replaced with the date that the device was setup. The clinic has successfully updated the data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.